Manufacturer narrative:
Reference MFR report # 2937094-2013-01009.

Event description:
It was reported that during a prostate procedure, the first side-firing fiber was noted to have commenced forward firing at 12,500 joules. The second side-firing fiber was noted to have commence forward firing at 130,000 joules. The procedure was completed with a turp. Pt outcome: "no damages to the pt." This report is for the second fiber.